Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the cylinders being too short, and it was visible that the cylinders where too short as the cylinders did not reach the end of the penis. The ipp 18cm cylinders, pump and reservoir was explanted and replaced with a new ipp 21cm cylinders, pump, and reservoir. The physician believes that the corpora stretched out since the implant causing the length of the cylinders to be to short for use. The patient did well following the procedure.